Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse followed up and replaced the e-100 generator. The system was tested and verified as ready for use. Isi has received the e100 generator, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review was performed. Per the review, the following was confirmed: system serial # ((B)(4)), event date ((B)(6) 2022), console surgeon, and procedure name (salpingectomy). This complaint is considered a reportable event due to the following conclusion: the customer converted to a backup generator after the start of the procedure due to the generator shutting down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the e-100 generator shut down during the case and it would not power back on. Prior to calling, the caller confirmed the rear power switch was in the on position and replaced the ac power cord with no change. The customer moved the vessel sealer extend (vse) to an alternate generator and completed the case. Error 25902 observed in logs. The site continued the procedure with no reported complications. On 06/17/2022, the robotics coordinator was contacted and additional information was obtained about the complaint: the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure. The e-100 unit failed when installed on the test system. The e-100 would not turn on. The power led was not on. The root cause was determined to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.